Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found defective tip clamps and plunger clamps in the problem area of the pipetter assembly. The fse replaced tip clamps, plunger clamps and lld springs. The instrument was inspected, tested without further problem, and returned to service.